Event description:
Overdrainage, even when adjusted for 200mmh2o. The doctor would like to know the reason of this incident.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2012. Results of analysis will be developed in a f/u report.